Manufacturer narrative:
The cycler was returned for evaluation. The reported event was not confirmed during testing. Exterior visual inspection showed no signs of physical damage. During testing the voltage check failed. The 24 volt displayed voltage was improperly rolling. After replacing the power supply, the 24 volt displayed voltage was no longer rolling. The simulated treatment was completed without failures or problems occurring. The cycler weighed fill volume values were within tolerance. Mechanical testing passed. The internal, visual inspection of the received cycler unit encountered no other discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's pd cycler drained 3759 ml from a fill of 2000 ml in cycle 3. That drain value is 188% over the expected drain volume which resulted in a reportable device malfunction. The patient's pd registered nurse reported that the patient experienced no adverse event as a result of the increased intraperitoneal volume (iipv).